Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code 2547 captures the reportable event of tip failure to separate. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. H3 other text : disposed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used during an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction procedure in the distal common bile duct (cbd) on (B)(6) 2020. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to extract a 15-20mm stone. However, the stone was too large and the basket became stuck around the stone. An alliance handle was then used in conjunction with the trapezoid basket to crush the stone, however, the basket wires cut into the stone and became stuck around the stone. The basket failed to crush the stone and release the tip. The patient was transferred to cpmc and the basket was removed by spyglass and electro hydraulic lithotripsy (ehl). There were no patient complications reported as a result of this event. It was reported that the patient responded well following this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Disposed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used during an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction procedure in the distal common bile duct (cbd) on (B)(6) 2020. According to the complainant, during the procedure, a trapezoid basket was used to extract a 15-20mm stone. However, the stone was too large and the basket became stuck around the stone. An alliance handle was used to crush the stone, but the basket wires cut into the stone not crushing it or releasing the tip. The basket was removed by spyglass and electro hydraulic lithotripsy (ehl). There were no patient complications reported as a result of this event. The patient was reported to be responding well after the event.